Manufacturer narrative:
E1 ¿ phone: (B)(6). E1 ¿ postal code: (B)(6). G4 ¿ PMA/510(k) #: preamendment. H3 ¿ device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the stent of the 'filiform double pigtail ureteral stent set' was encrusted and separated multiple times during a ureteral stent removal procedure. The stent was implanted approximately 10 months prior to removal. On (B)(6) 2026, while the doctor was attempting to remove the encrusted stent, parts of the device broke away in pieces. The stones around the stent were removed to try to remove the device fragments; however, the stent continued to separate a few millimeters/centimeters away from each grasp point. A second procedure was performed (B)(6) 2026 to remove residual fragments, the stent continued to separate. A third procedure is planned, for an unspecified date, to remove the pigtail end of the stent from the patient's kidney. A new stent was placed next to the complaint device and no other adverse effects were reported for this incident.